Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the implantable cardiac monitor exhibited noise. The patient reported they were unable to pair the device to their phone. The physician asked the patient to come into clinic. During an in-clinic check, the device was unable to be interrogated. Bleeding at the incision site was observed. The patient was rescheduled for a later in-clinic check. The device was still unable to be interrogated on that day. A chest x-ray was performed on (B)(6) 2019 which revealed no device present in the patient's chest. It is unknown if the implantable cardiac monitor migrated or if it became displaced through the incision site. No intervention was reported. The patient was stable.